Event description:
Prosthesis determined to be dysfunctional. Pt. Scheduled for surgery to remove said prosthesis & implant new prosthesis. Malfunctioned prosthesis shipped back to co per FDA protocol.